Event description:
A hospital reported that a rt236 infant evaqua breathing circuit failed the initial leak test on a servo I ventilator. A small hole was allegedly found on a port of the y-piece. The device was not on a patient at the time of the alleged malfunction.

Manufacturer narrative:
We are awaiting the return of the complaint device to complete our investigation. An initial evaluation was done on a supplied photographic image. Results: our records indicate that this is the only complaint of this nature for the given lot number. A small indent was noted on the suction port of the swivel y-piece; however, it was difficult to determine if there was a hole. Conclusions: no conclusions can be made at this time.